Event description:
It was reported that during an implant procedure, the lead failed to capture. The physician elected to not used the lead. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead with a stylet, two clip-on-tools, and two implant tools was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.